Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: due to a pinhole on channel tube, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover had white-clouded area; control unit was dirty due to water leakage; scope cover had corrosion due to water leakage; due to a dent on channel tube, forceps could not be inserted smoothly; switch 1, connecting tube, universal cord, and protector of universal cord on suction connector all had a scratch; distal end had corrosion; connecting tube had a dent; and connecting tube had a buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the gastrointestinal videoscope had brown liquid coming out from the tip of the forceps opening. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. No physical damage was confirmed at the tip of the forceps port. The detection method is described in chapter 3 preparation and inspection of the gif-1200n operation manual. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.